Manufacturer narrative:
Device #2 proglide, part# 12673-03, lot# 81018/6h, is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete.

Event description:
Device #1 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, the suture broke. The device was removed and a second proglide was used but also resulted in the suture breaking. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.